Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A doctor reported 1+ edema one day post laser assisted corneal inlay. Patient complained that close up vision was hazy. A small fiber was note in the periphery of the tunnel or under the bandage contact lens. One week post operative, minimal superficial punctate keratitis was reported centrally. Six weeks post operative, the patient complains of blurry vision at all distances. Trace haze was reported. Patient continues to use topical steroid drops. The corneal epithelium is healed. Increased intraocular pressure was noted. An alpha-adrenergic receptor agonist with a beta-adrenergic receptor inhibitor was prescribed to use twice a day. Patient's intraocular pressure will be monitored. Two months post operative, corneal haze was reported to be less and intraocular pressure decreased. No change in drops was noted. Approximately three months post operative, mild improvements with vision were reported by the patient. A small amount of corneal stromal haze was reported. Intraocular pressure is elevated again. Patient was started on a soft topical steroid drop. The harder steroid drop was discontinued.

Manufacturer narrative:
The system history shows that the laser was verified successfully prior to and after the day of treatment. No abnormalities that could have contributed to this event were found during the review of the device history records. The clinical review revealed that based on the provided files there is no indication showing a malfunction of the laser device. The laser settings were as per recommended cut settings. The root cause could not be identified conclusively. (B)(4).